Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that during withdrawal of the pta catheter into the 6f introducer sheath, the balloon detached in the vessel. Reportedly, the pta balloon catheter was advanced to the right sfa using a contralateral approach. After successful pta, the balloon detached during withdrawal of the catheter. Additional access was made in the right femoral artery and the pta balloon was retrieved using snares advanced from both femoral access sites. No report of injury to the patient.